Manufacturer narrative:
The pipeline device will not be returned for analysis as it was implanted in the patient. The cause of the perforator infarct was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Lin, n. Et al (2016). Treatment of distal anterior circulation aneurysms with the pipeline embolization device. Neurosurgery. 2016 j ul;79(1):14-22. Doi: 10.1227/neu.0000000000001117. Mdrs related to this article: 2029214-2016-00453, 2029214-2016-00454, 2029214-2016-00455, 2029214-2016-00456, 2029214-2016-00457, 2029214-2016-00458.

Event description:
Medtronic received information from literature review that a patient experienced an infarct after pipeline implantation. The patient received two pipeline implants to treat an unruptured, fusiform aneurysm in the m2 middle cerebral artery (mca). Approximately four months post-procedure, the patient experienced perforator infarction. It was not reported whether the patient required medical or surgical intervention. It was reported that the patient made a good recovery and had an mrs of 1 at latest follow-up visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.